Manufacturer narrative:
Visual inspections showed the foot was returned partially deployed with biological material observed around the foot prior to decontamination. After decontamination, functional testing was performed on the returned device and the reported difficulty retracting the foot was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of anemia, hemorrhage, tissue damage and hematoma are listed in the perclose proglide instructions for use as known adverse events associated with use of suture mediated closure devices. The investigation determined the reported difficulties, patient effects and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other device referenced with the same reported issue is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in the right and left common femoral arteries (rcfa and lcfa) was attempted with two proglide devices in each access site using the pre-close technique prior to an an abdominal aneurysm with endovascular graft implant procedure. Reportedly, upon removal of one proglide device at each access site, there was an incomplete recovery of the stitch sledge [feet] with arterial laceration during the device removal. Manual compression was held for 20 minutes. Residual bilateral inguinal hematoma was noticed at each site and was greater on the right. Manual compression was held to treat the hematomas and achieve hemostasis. A delay in the procedure occurred. The following day, emergency surgery was performed for bleeding of the rcfa due to the severe damage of the vessel. Surgical suturing was used to repair the artery and achieve hemostasis in the rcfa. A post-operative transfusion was administered due to acute anemia from the loss of blood in the rcfa. Hospitalization was prolonged. No additional information was provided.